Manufacturer narrative:
Additional information - device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The adhesive patch was not returned for the reported complaint. An extended investigation also has been performed for this complaint and determined that there was no indication product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed including bioburden and endotoxin testing and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor for 7 days. Customer further reported experiencing symptoms described as redness, itching, and purulent discharge, and having contact with a healthcare professional on (B)(6) 2019 who treated the sensor site with biseptine (disinfectant) spray and prescribed pyostacin (pristinamycin, an antibiotic) 500mg for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor for 7 days. Customer further reported experiencing symptoms described as redness, itching, and purulent discharge, and having contact with a healthcare professional on (B)(6) 2019 who treated the sensor site with biseptine (disinfectant) spray and prescribed pyostacin (pristinamycin, an antibiotic) 500mg for treatment. There was no report of death or permanent injury associated with this event.